Event description:
According to the customer they experienced an infection related to the use of tape requiring hospitalization and intravenous antibiotics.

Manufacturer narrative:
According to the customer they experienced an infection related to the use of tape requiring hospitalization and intravenous antibiotics. Per the customer, 'a bug was noted to be on the tape,' which the customer used to cover a wound she had. No additional information is available at this time. It is unknown whether the sample is available to be returned. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.